Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient fell in the bathroom. Upon interrogation of the implantable pulse generator (ipg) in hospital, there was no signal detected. The patient reportedly suffered a cardiac arrest and passed away on the same day. The cause of death was requested but not received.